Event description:
The user facility reported the vitrectomy cutter was not cutting properly. There was pt contact, but no impact to the pt.

Manufacturer narrative:
One bl5425w pack label from lot # v2799 was returned. The vitrectomy cutter and all of the other pack components were not returned. The sterilization and lot history records were reviewed and found to be acceptable.